Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) was removed and the wires were cut. They don't know why, but the implant "moved all over" in their chest since it was implanted. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had surgery on (B)(6), which fixed their issue with the implant "moving all over." However, the cause of the issue remains unknown, with no symptoms associated as the patient "just knew" the implant had detached. No further complications are anticipated.